Manufacturer narrative:
Concomitant products: product ID 3550-29, serial# unknown, product type accessory; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient reported that the stimulation changed and became different following the 4th treatment of radiation treatment. The patient had a total of 20 radiation treatments. The patient was admitted to the hospital on the day of report to remove the implantable neurostimulator (ins). The original lead was kept because the impedances were normal. An additional lead helped get back coverage and the battery was replaced. The patient needed more back coverage as they determined that the lead had moved 1 vertebral body and the patient was not getting coverage. The patient needed coverage higher up in his back. The manufacturing representative was unsure if the radiation had changed stimulation or if it was due to the current lead location. The patient had great coverage after the ins was replaced.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. The ins plug was okay and was in the #8-15 connector port of the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.